Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, it was reported that the patient's infusion set's tubing came apart as the needle pulled out close to the site location while performing an outdoor activity. The site location was side of the patient and the pump was located on the same side. Reportedly, they believe that there was stress or pull on the tubing while sleeping and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 505 mg/dl. No further information available.